Manufacturer narrative:
A new siderail was sent to the account to repair the bed.

Event description:
The accounts biomed stated that the right foot rail is lying on the bed and the bed has been in storage. The linkage and pivot which are still attached to the bed would still latch.